Event description:
It was observed that during the device evaluation the ultrasonic gastrovideoscope had damage to the ultrasound probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasonic loss elements defects were present in the appearing ultrasound image due to missing elements caused by damage to the ultrasound probe, however the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.